Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received 2 inappropriate shocks for oversensed noise, most likely due to lead fracture. The lead fracture was not further investigated by the physician. No asystole was reported as patient was not pacemaker dependent. Surgical intervention was performed; the chronic lead was capped and a new lead was used. However, a marked oversensing was observed. The lead was revised and connected again to device but still there was no change. Another lead was used and showed the same result, noise during pocket manipulation was observed. The device was changed which had resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was returned and was thoroughly analyzed. External visual inspection revealed minor scratches on the case with a hole in the right ventricular (rv) lead seal plug. The set screw operates normally. The interrogated monitoring voltage was 3.094v with the battery status as beginning of life (bol). The average power consumption is 27¿watts. The remaining cell capacity is 1.79 amp hours. Review of the recorded e-gram noted noise that is consistent with air escaping from the seal plug. This device passed the returned products electrical testing. Laboratory analysis confirmed the occurrence of noise, oversensing, and inappropriate shock.